Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had multiple low speed advisories, pump stops, and a driveline disconnect alarm while connected to the power base unit (pbu). Log file review also captured pump stops on battery power which is due to a phase to phase short in the driveline with potential for pump stops on any power source. X-ray was submitted. They were unremarkable. Technical services were onsite for a driveline repair on (B)(6) 2021. The splice was started approximately 3 inches from the exit site. There were no immediate alarms after the repair. The patient remained on an ungrounded cable following repair.

Manufacturer narrative:
Section d9: only external portion of the driveline was returned. Manufacturer's investigation findings: review of the submitted log file confirmed several pump stops while the patient was supported by the power module. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. Evaluation of the external section of driveline also confirmed superficial driveline damage; however, a specific cause for this finding could not be conclusively determined. The submitted x-rays showed the internal section of the driveline and a portion of the external section of the driveline that were unremarkable. A driveline wire compromise could not be confirmed through the submitted x-rays. The submitted log file was reviewed and contained data from (B)(6) 2021. Pump stops were captured on (B)(6) 2021 while the device was connected to the power module or 14-volt batteries. The pump stops were associated with low speed advisory alarms, low speed hazard alarms, motor stop flags, a driveline disconnect alarm, and a time base fault. These events are consistent with the report of an issue with the driveline. There were no other notable alarms active in the log file. Approximately 19.0¿ of the distal end of the driveline was returned with tape around a section of the silicone jacket near the terminus of the controller connector bend relief. An electrical continuity test of the returned driveline was conducted with a digital multimeter, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Examination of the silicone jacket upon removal of the tape found a tear in the jacket approximately 2.5¿ from the controller connector. The bionate layer was unremarkable. The bionate was removed and mild metal braided shield breakdown was intermittently noted along the driveline. Moderate to severe breakdown of the metal braided shield was noted near the terminus of the controller connector bend relief and underneath the bend relief. The shielding was removed, and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing and no areas of current leakage through the insulation of the driveline¿s wires were identified. The patient remains ongoing on (B)(6), on an ungrounded patient cable, with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 20apr2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) , rev. H, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. G, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The patient remains ongoing on (B)(6), on an ungrounded patient cable, with no further reported issues at this time. No further information was provided. The manufacturer is closing the file on this event.